Event description:
Customer reported issues with her insulin pump, specifically noting that the screen's unlock button was slow or unresponsive and later discovered a large scratch on the touchscreen. She was concerned about potential further issues during her upcoming trip to india. Despite these problems, her blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was still able to interact with the pump, and technical support arranged to send a replacement pump, instructing her on storage mode and return procedures